Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device exchange. Prior to procedure, fluoroscopy showed externalized conductors on the right ventricular lead. No electrical anomalies were oberseved. The lead was kept in use. Patient would be monitored.